Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 1 of 4, while the hp was connected. The hp stated that the supply bag was not connected properly causing the line to leak and air to enter the set up. The technical service representative (tsr) advised the hp to unload the cassette and bags. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.